Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements and high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.